Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The known inherent risk investigation conclusion code was selected based on the field report of helix difficulty and the observation of a deformed (bent0 helix tip. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads. Based on the results of the investigation, no escalation is required.

Event description:
It was reported that this brady lead was a case of an attempted implant due to product performance issue. The lead was returned to bsc for analysis. This brady lead was replaced and never in service. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was a case of an attempted implant due to product performance issue. This brady lead was replaced and never in service. No adverse patient effects were reported.